Manufacturer narrative:
A beckman coulter customer technical support specialist (cts) assisted customer over the phone troubleshoot the dxc 700 au clinical chemistry analyzer. The customer indicated they are having ongoing issues with erroneous results. The customer replaced the sample probe; however, it did not resolve the issue. The cts was unable able to resolve the issue over the phone and scheduled a service visit. Investigation in process. The instrument needs to be evaluated. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter identifier is case-(B)(4).

Event description:
Customer reported the dxc 700 au clinical chemistry analyzer generated false low patient result on multiple chemistries which includes total bilirubin (tbil), and transferrin (trf). The customer did not provide patient demographic. There was no report of change to treatment, injury, or death associated to this event.

Manufacturer narrative:
The beckman coulter field service engineer (fse) is schedule to visit customer site to evaluate the analyzer. Investigation is in progress. The beckman coulter identifier is (B)(4).

Manufacturer narrative:
A beckman coulter specialist was dispatched to the customer site. The specialist evaluated the analyzer and collected data. The data collected could not determine the definitive malfunction, therefore, a malfunction will be assumed. The system will be monitored. Beckman coulter identifier is case- (B)(4).

Manufacturer narrative:
A specialist has been dispatched to the customer site to evaluate the analyzer. Investigation and data collection is ongoing. The cause has not been determined. Beckman coulter identifier is case-(B)(4).

Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer in response to reported ¿g¿ flag errors. No system malfunction or hardware failure was identified during the on-site evaluation. The issue was escalated to the global product technical support team for further troubleshooting. The global product technical support team performed cross-functional troubleshooting involving both the dxa automation system and the dxc 700 au chemistry analyzer. As part of this investigation, anti-static brushes and ionizers were installed on selected systems as temporary mitigation measures. The systems were then monitored for approximately one month. During this period, air detection events were observed in systems without the anti-static controls, but not in those equipped with anti-static controls. The investigation concluded that there was no malfunction identified on the dxc 700 au chemistry analyzer. The probable cause of the ¿g¿ flags was determined to be likely due to static electricity generated on the belt and/or sample puck of the dxa transport line. This static charge likely interfered with the liquid level detection during sample aspiration by the dxc 700 au chemistry analyzer. The dxc 700 au chemistry analyzer functioned as intended by appropriately flagging the affected results and preventing the release of unverified data. Following further review by the cross-functional team, the investigation confirmed that no device malfunction occurred. This event is not a reportable event. Beckman coulter identifier is case-(B)(4).

Event description:
The customer reported the dxc 700 au chemistry analyzer generated false low patient results with generated ¿g¿ flags on multiple analytes which included total bilirubin (tbil), and transferrin (trf). The customer did not provide demographics. There was no report of change to treatment, injury or death associated to this event. Per the dxc 700 au chemistry analyzer instruction for use (IFU) , chapter 7> flags g: result is lower than the analytical measuring range.

Manufacturer narrative:
A specialist has been dispatched to the customer site to evaluate the analyzer. Investigation and data collection is ongoing. Specialist is scheduled to return onsite in november. No additional information provided. Beckman coulter identifier is (B)(4).

Manufacturer narrative:
A specialist has been dispatched to the customer site to evaluate the analyzer. Investigation and data collection is ongoing. The cause has not been determined. Beckman coulter identifier is: (B)(4).

Manufacturer narrative:
A specialist has been dispatched to the customer site to evaluate the analyzer. Investigation is ongoing. Beckman coulter identifier is (B)(4).

Manufacturer narrative:
A specialist has been dispatched to the customer site to evaluate the analyzer. Investigation is ongoing. Beckman coulter identifier is case-(B)(4).